Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified in the pump logs; however, no failure was identified for the reported unexpected reset. Failure was identified alleged data alert.

Manufacturer narrative:
Additional information received: customer received intermittent unexpected reset notifications. D9: h10: the device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued using pump for insulin therapy.